Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the experienced hypoglycemia. The customer blood glucose level was 44 mg/dl at the time of incident. The customer was treated with food. The customer stated that the auto mode feature was not active. Customer did not want to troubleshoot. The device will not returned for analysis.